Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostics anomaly was observed on the implantable cardiac defibrillator; the patient was asymptomatic. It was later noted that the device issue was resolved without intervention. No further information was noted.